Manufacturer narrative:
The caregiver reported that while transporting the end user, the weld below the handle broke and both fell. She sought medical attention four days later due to back pain and physical therapy was prescribed. She did not report a specific diagnosed injury to us. The sample was returned and evaluated. The left push handle was broken. The story given by the caregiver is inconsistent with the mode of failure and damage observed to the transport chair. She reported that the push handle broke which caused the end user to fall backwards. The push handle is not responsible for maintaining the stability of the chair when a person is sitting on it and would not have caused the end user to fall backwards. It is not known if the end user was left unattended or if the caregiver tipped the chair during transport. We cannot rule out the possibility that the end user fell backwards in the chair and that the force of the impact is what caused the push handle to break. Damage was noted on the back of the left push handle; this is indicative of a large force being applied to the back of the push handle, such as when a chair falls backwards with an end user seated in it. The user manual for the product explicitly states that the chair should not be tipped during use, and tipping the chair or leaving it unattended with the end user seated in it is unsafe and could lead to the chair falling backwards. At this time a root cause has not been confirmed.

Event description:
The caregiver reported that the handle broke and both she and the end user fell.